Manufacturer narrative:
Batch review performed on 01-mar-2024 lot 2002784: (B)(4) items manufactured and released on (B)(6) 2020. Expiration date: 2025-06-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 years and 8 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised successfully the liner (10mm) with a thicker one (14mm).